Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. The console was returned for evaluation. Upon inspection, there was no damage visible to the console¿s purge door. Data logs were not relevant given the logs don't include information regarding functionality of the purge door. Therefore the root cause of the reported issue could not be determined since the issue could not be reproduced. In accordance with updated procedures, section d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported that an automated impella controller (aic) had a purge cassette door that was broken. No patient involvement was reported.